Manufacturer narrative:
Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that their essence power toothbrush handle melted/burned while in the charger. No injury reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.